Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer had failed. A field service engineer observed that no failure icons were displayed on the screen. Functional tests were performed on all drawers in the main pyxis unit through the hta, and no issues were observed with the drawer rails. The customer was advised to notify support if any further issues arose, and the customer acknowledged the instruction. The system functioned as intended after the field service engineer evaluated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failed with a broken rail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.